Manufacturer narrative:
1 no medical intervention or treatment has been provided; 2 no specific lot number or test kit was provided to ihealth; therefore, no additional investigation can be performed to determine if the test kit is a valid ihealth manufactured product or a counterfeit. 3 IFU states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There is a risk of not following the instructions.

Event description:
Event :can someone please explain to me how I can be locked up in my apartment for 2 weeks and 1 test s d biosensor shows positive and I retested with your rapid test and it shows negative?"